Event description:
It was reported that the clips were getting jammed on multiple attempts to fire the device on four devices. Two of the devices were unable to be removed through the 5 mm port and they had to remove the entire port with the device stuck in the port. The case was completed with no patient consequence.

Manufacturer narrative:
Instrument a: h6: orange indicator. Instrument b: batch # d9dm1r, expiration date 4/3/2012. Jaw/cam interface disengaged. MFR date: 05/03/2007. Instrument c: batch # d9dk53, expiration date: 03/20/2012; MFR date: 04/20/2007. Instrument d: batch # d9dg3y; expiration date: 2/22/2012; MFR date: 03/22/2007. Eval summary: the analysis results for the el5ml instrument (a) found that it was returned inserted through a 5mm xcel sleeve; the instrument could be removed from the sleeve with no anomalies noted. The instrument was then cycled, fed and formed the remaining clips within manufacturing specifications. No jamming issues were noted during analysis. The instrument locked out but the orange indicator did not show up completely. The analysis results for the el5ml instrument (b) found that it was returned inserted through a 5mm xcel sleeve; the instrument could not be removed from the sleeve due to the jaws being disengaged from the cam. The instrument was then cycled and ejected the remaining clips due to the jaws condition. The analysis results found that the el5ml device (c) was returned with jaws disengaged from the cam and the tip of the advancer broken off and missing. The instrument was cycled and ejected the remaining clips due to the jaws condition. No jamming issues were noted during analysis. The analysis results confirmed that the el5ml device (d) was received with the advancer broken. The instrument was cycled and pear shaped the remaining clips due to the advancer condition. No jamming issues were noted during analysis. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.